Event description:
It was reported that the insulin pump alarmed no delivery multiple times. It was also stated that the customer's parents felt the insulin pump was not delivering insulin as designed. The parents felt very uncomfortable with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.